Event description:
Type 3 endoleak aaa. Pt had angulation of infrarenal neck. Unable to pass stent - crimping noted when removed. Second attempt - deployed - nose cone stuck in left lateral wall of 1st cuff. Third cuff placed - difficult removal - not completed - needed open repair - ebl (removal of fb - tip broke) 4000ml.